Manufacturer narrative:
Philips service replaced the flexvision pc with parts 459800586442 and 459800544343 and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to initialize grabber cards on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.